Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The unit was received stuck in a motor error loop during bolus/basal delivery. The device was unable to undergo testing for excessive no delivery due to the motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was also noted: a broken belt clip slot, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump consistently alarms with motor error. The patient's blood glucose at the time of incident was 407 mg/dl. The customer stated that he can rewind and prime just fine but the pump alarms with motor error during bolus attempts. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to complete the rewind process. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.